Event description:
It was reported that the patient's generator had reached the 25% battery status, and the physician was concerned that the battery was depleting prematurely. A review of the device history records showed that no unresolved non-conformances were found. The device met all specifications for release prior to distribution and was manufactured with the laser routing process. Decoded programming data was reviewed for the patient¿s generator. The data confirmed a discrepancy between the device's battery voltage and the measured percentage of battery that had been consumed. No sudden drops in battery voltage were observed and no anomalies with lead impedance values were observed. No additional or relevant information has been received to date.

Event description:
Implant and warranty registration card was received indicating the patient had their generator replaced due to premature battery depletion. The explanted generator has not been received to date.

Event description:
Patient presented with ifi (intensified follow-up) =yes (5-11%) battery status indicator. Patient was referred for generator replacement surgery. No known surgical intervention has occurred to date. No other relevant information has been received to date.